Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. Functionally, a clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. It was reported that the power pack shuts off and the device lost functionality. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause for the additional condition is traced to software coding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, after connecting the reload as usual, during the release when the reload was around the middle (near 30 mm), the display blackout and the powered stapler operation stopped. Afterwards, when the power approach was performed, it resets and was automatically released, and problem was resolved. The surgery time was extended by 30 minutes or more due to problems with this product, but there were no tissue abnormalities observed. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sigpshell, sig power sigpshell control shell (lot#: n2l0193y); egia60amt egia 60 artic med thick sulu (lot#: p2j0349); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.